Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of no image displaying could not be determined at this time. Device evaluation was unable to reproduce the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: unable to replicate the user's report. The image appears to be good during inspection. The lens coupler is loose, and clicks when pressed. The loose coupler may have caused eye piece misalignment. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during reprocessing of a high definition (hd) autoclavable camera head, there was no picture. There was no patient contact/ impact related to this occurrence.